Manufacturer narrative:
Unit alarmed failed battery test after battery insertion, due to faulty battery tube. Unable to test the operating currents. Low battery alarm, off no power alarm and for unexpected weak battery due to failed battery test alarm. Unit had a scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported to have received a failed battey test. After troubleshooting, customer was sent a replacement battery cap as a courtesy. After receiving the replacement battery cap, customer continued to receive failed battery test. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 63 mg/dl. No further information provided.